Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sugar glucose versus blood glucose large differential. Customer's blood glucose level was 145 mg/dl and sugar glucose level was 45 mg/dl. Customer's blood glucose level rose to 263 mg/dl about an hour and a half after. Customer advised that they calibrated the insulin pump with a false calibration. Customer advised there blood glucose was 263 mg/dl and they entered 200 mg/dl. Customer was advised to calibrate with the exact blood glucose level to avoid large differentials in blood glucose versus sugar glucose levels. Customer was advised to monitor the sensor and call back if issues persist.